Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone14.5 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed. Cracks were observed on the top housing and bottom housing. The exposed portion of the soft cannula was observed to be short, measuring to be 0.7275 inches long total. Upon removal of the housing, the reservoir was observed to be damaged. The battery voltages of all three batteries were measured to be lower than expected. An external power supply was attached to the pod in an attempt at retrieving download data. The pod was unable to connect to the master personal diabetes manager. The printed circuit board (pcb) was removed and inspected; the pcb was observed to be damaged and bent, resulting in data loss. These internal and external damages indicate that it occurred post use. Due to the data loss, a root cause for the reported needle mechanism failure could not be determined.